Event description:
Heli-fx endoanchors were placed during a tevar revision procedure of the previously placed gore tag endograft (original implant date unk). Intraoperative angiography demonstrated filling of the aneurysm sac near the left subclavian artery and outside the outer curvature of the endograft. The left subclavian artery was occluded using a amplatzer pug placed via a brachial artery access, and a gore tag extension graft was placed to extend graft coverage to the level of the left common carotid artery. No transposition of the left subclavian artery was performed. Two endoanchors were placed in the extension graft, on the inner curve of the aorta, to address mal-apposition of the graft ("bird beak"). Due to the pt's aortic arch anatomy, endoanchor placement in this location required deflection of the deli-fx guide to nearly 180 degrees. The first endoanchor was placed without incident. During advancement of the heli-fx applier for placement of the second anchor, the heli-fx guide experienced a malfunction where the deflected tip straightened on its own and failed to respond to rotation of the control knob on the handle, necessitating replacement of the guide. The second endoanchor was then placed uneventfully using the replacement guide. The endoleak was reduced to the faint blush that the physician believed would self-resolve as anticoagulation wore off. The night of the procedure the pt developed a cold hand and CT scan demonstrated an embolic stroke originating from the right brachiocephalic trunk.

Manufacturer narrative:
The malfunctioning guide device was partially disassembled by the operating physician following removal from the pt, making functional testing impossible. Based on a eval of the returned device components, the reported sequence of the events, and experience of similar complaints, it is believed that the guide experienced a failure of the attachment of the actuation kevlar cord t o the distal support ring embedded within g the wall of the guide. It is not believed that this malfunction is related to the ultimate pt outcome. The affected guide components were all accounted for with the returned device; therefore, it is not believed that the heli-fx devices provided a potential embolic source. Furthermore, these components are embedded on into the wall of the guide, making their complete detachment is unlikely, thus a recurrence of this type of failure is not likely to lead to pt injury.